Event description:
It was reported by the patient that they received a shock from the cardiac resynchronization therapy defibrillator (crt-d). It was determined that the patient was inappropriately shocked for atrial fibrillation with rapid ventricular response. The patient went to the emergency room where a direct current cardioversion was performed. The crt-d remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.